Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins will be sent back post replacement. The ins was explanted because it lost communication with all remote programmer tablets. It was reported that the patient had recovered without sequela. The device was explanted and replaced.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type programmer, patient; product ID: 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. Product ID 97755, serial# (B)(4), product type: recharger. Analysis of the ins found that there was hybrid electrical over-stress (eos) or electro-static discharge (eds) induced damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient has been unable to sync with her ins after turning the ins off this morning for a gastrointestinal procedure. Caller reports that the recharger rtm is connected, and that controller is currently showing the passive recharge mode screen. Caller added that this screen will change to looking for a device and will get stuck on that screen for a while before going back to passive recharge mode. Caller also reports seeing screen # 74, the unable to recharge. The patient had tried resetting the battery and that did not resolve the issue. The patient attempted to sync with the recharger and saw the no device found screen. The patient pressed try again and saw no device found. The caller connected rtm and tried syncing with ins but reported seeing passive recharge mode (low-92, middle-93, high-92) and then the 'unable to recharge. Ensure the recharger is over the implant and try again' (screen #74). Caller pressed 'try again' and reported seeing no device found screen. The caller pressed 'recharge' and the caller reported seeing no device found again. Caller mentioned that the patient is currently in the ER and is in extreme, excruciating pain because they can't get the ins to turn back on due to the connection issue. Caller asked what their options are regarding her symptoms. It was reviewed the ER staff can address the patient¿s symptoms but may not be able to address/check the ins. The caller was redirected for replacement devices. The patient called back and indicated they received their new controller from repair and it would not connect with no device found. The caller was instructed to press recharge and it went to passive recharge mode. It was recommended they continue to charge ins since ins may have depleted. It was reviewed with caller they can call back if it does not connect to charge for further troubleshooting. The patient called back because they are still unable to connect to the ins, even with the new controller and rtm. Caller states they are seeing no device found and are cycling back and forth seeing screen 50 and 51. Caller states the highest number she was seeing on screen 50 was 94 but was unable to connect and start a charge session. Passive recharge mode was reviewed with caller. The caller mentioned that a manufacturer representative (rep) saw the patient the day prior to report and could not get the clinician programmer to connect with the ins. It was reviewed that since it has been over 30 minutes and they were still unable to connect to the ins, they needed to see their healthcare provider (hcp). Manufacturer representative (rep) subsequently reported that they tried > 3x 10-minute recharge cycles and were unable to recharge ins. Caller also tried to disable the ins but gets a communication issue when re-enabling the ins. Per rep, a new recharger and controller were sent and being used. The rep called back and reported an additional 3-10 min passive recharge modes and the ins was still not communicating. They attempted a disable and reenable which also did not work. Additional troubleshooting would be aborted. It was reviewed there was a possible need to replace ins. No further complications were reported/anticipated.